Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not crossing. A technical support specialist (tss) checked the inventory database on the cce interface server and found ghost pocket entries for medids 13818g1 and 20472ml20, which were preventing refills from generating correctly to be sent to logistics. The tss cleared the ghost pocket entries for the eoredbc pyxis and re-synced the inventory using the knowledge article 'removing ghost / bogus pockets from jit inventory'. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two medications were not crossing over to plx. The user mentioned that the device kept sending refill requests.however, there were no delay or adverse events or injuries reported based on this event.